Event description:
Presented for an had spinal surgery completed. During procedure, surgery noted a broken peek cage during insertion that required replacement. All of broken cage retrieved by surgeon.